Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ID, date of birth and weight are not available for reporting. This report is for one (1) unknown blade. Part#, lot# and UDI # is not available. Date of implant is unknown. Sometime in (B)(6) 2016. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). This report is for one (1) unknown blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient underwent revision procedure on (B)(6) 2016. Patient underwent primary implant procedure in (B)(6) 2016. Patient was implanted with short nail. The patient fell ten (10) months after the initial implant procedure, and broke her femur below the implant. During the revision procedure, the course of action was to replace the short nail with a long (400 mm) one. Patient outcome following surgery was as expected. No delay in surgery was reported. This report is for one (1) unknown blade. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Sex. Reporter name, and occupation. Report source. Corrected data: report date. Date received by MFR: reported as dec 15, 2016 in (B)(4) in error. Correct date is dec 16, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reported in (B)(4) as (B)(6) 2016 in error. Correct date is (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.